Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ipg was depleted due to not charging as recommended. The patient's ipg was replaced with a new one which resolved the issue.